Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for 24 hrs and no blank display, unexpected red light flashing or vibration anomalies were noted. The power connector plug in and locked in place properly. Unit failed leak test. Unit leaked at a cracked on the back of the case. Traces of corrosion were found at the electronic and motor assemblies per visual inspection. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with fading serial number label. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was exposed to moisture and had blank display. Troubleshooting for blank display performed. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the insulin pump was exposed to moisture when the customer went swimming with it. It was reported that the customer was informed that the pump was waterproof. It was stated that the display did not return after cleaning battery cap contacts and inserting a new battery. Troubleshooting for pump exposed to fluid was performed and the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.